Event description:
Reportedly, the instrument was fired, then locked on the cystic duct. The instrument could not be removed, another instrument was used to clip either side of the instrument that was stuck, and it was cut off. Another instrument was used to complete the procedure.